Manufacturer narrative:
Checkout by the gehc service representative found the equipment to function within manufacturer's specifications. The flow sensors were replaced based on the alarms discovered in the logs, and the unit was returned to service. The customer contact reported there is no patient information available. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing.

Event description:
The ge healthcare service representative reported the unit had alarms the indicate a loss of mechanical ventilation pressure mode. There was no report of patient injury.